Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the lead could not be unscrewed from the device header during a routine generator change-out procedure on (B)(6) 2018. The lead was snapped and the tip of the lead was stuck in the device connector. Lead was capped and replaced. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Device was tested on bench and no anomaly was noted.